Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80186 pta balloon dilatation catheter allegedly experienced balloon detachment. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) female patient weighed (B)(6) .

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation and the investigation confirmed for balloon detachment and guidewire issue. A definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80186 pta balloon dilatation catheter allegedly experienced balloon detachment. This information was received from one source. This malfunction involved a patient with no consequences. The 83 year old female patient weighed 67 kilograms.